Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified brachial artery. A 7.0 x 40, 135cm mustang¿ balloon catheter was advanced to pre-dilate the lesion. However, on first inflation the balloon ruptured. The balloon was removed completely from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.